Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrences of error messages (sf197 and sf218). Internal inspection found that the device was very dirty. Performance testing showed that the errors were not reproducible after the device was cleaned. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported error messages were most likely due to the contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf197 and sf218) indicating a stuck outlet flow sensor and main board error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The device evaluation confirmed the occurrence of the error messages (sf197 and sf218), however, performance testing could not reproduce the device faults. The evaluation determined that the reported events were due to a software issue. The device software was upgraded and recalibrated to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf197 and sf218) indicating a stuck outlet flow sensor and main board error. There was no patient injury reported as a result of this incident.